Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain and cloudy effluent. The cause of the peritonitis was a breach in aseptic technique. The same day as diagnosis, the patient was treated with intraperitoneal (ip) ceftazidime 1 gram per day and ip cefazolin 1 gram per day. It was reported the patient was not hospitalized for the event. Pd therapy was ongoing. The patient was scheduled for retraining on proper aseptic technique. At the time of this report the patient remained on antibiotics and was recovering from this peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). It was reported that the antibiotic treatments of ceftazidime 1 gram per day intraperitoneally and cefazolin 1 gram per day intraperitoneally begun on the day of onset of the peritonitis were given over a six hour time of permanence in the physioneal solution bag. Additionally, the physioneal 40 1.36% dosage was increased from 10 liters per day to 11 liters per day to allow for the antibiotic administration. After twenty-three days of treatment with the antibiotics; those treatments were discontinued. It was reported that the patient was recovered from the peritonitis event (previously reported as recovering). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.